Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on last check before the patient was removed off the table, the right atrial (ra) lead was noted to have dropped for a third time as a result of placement difficulty. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.